Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced difficulty sliding a cartridge onto the pump due to paint peeling and "corrosion." There was no impact to the customer's blood glucose level. A cartridge was able to loaded. Reportedly, the customer would continue to use the pump until replacement pump is received.